Manufacturer narrative:
A medtronic representative inspected the unit onsite and could not replicate the reported issue. The system performed as intended and passed all tests. No parts were replaced. No parts were returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a functional endoscopic sinus surgery (fess) case, the navigation system was displaying an intermittent red status. The case was completed with imaging and navigation without delay to the procedure. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue as a medtronic representative reported that there was metal in the electromagnetic field. The software functioned as designed.